Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the circumstances that led to the stimulator not working was that it hurt their back and felt better off than on. It was noted it felt good during the trial period, but after the implant was permanently inserted, it never got adjusted to where it felt good, and the battery was dead.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported therapy stopped ¿working right two to three years ago. The manufacturer¿s representative (rep) tried to adjust it, but still couldn¿t get it set right,¿ and they experienced a loss of therapy. According to the consumer the rep. Told the consumer ¿the battery wouldn¿t last.¿ on (B)(6) 2016 the consumer met with the rep. Again but ¿it wouldn¿t work¿ when they tried to use stimulation. The consumer wanted the device removed because ¿the battery could never get set right anyways¿ so it hadn¿t been used anyways. Relevant medical history includes failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.